Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Four cell phone videos of cine were submitted to edwards for review. The following observations were made: the first video demonstrates what appears to be bulky calcification on the lateral side of the native valve. There was poor coaxial alignment of the sheath and fair coaxial alignment of the valve and delivery system during deployment, with lateral bias of the delivery system. Slow inflation is employed during valve deployment with canting of the valve during deployment. The second video captures significant regurgitation post valve deployment of the first valve. The valve is canted, approximately 20/80 aortic/ventricular laterally, 50/50 medially (this corresponds to the reported 20/80 ncc, 50/50 lcc in the event report). The third video captures deployment of a second valve (valve in valve). The second valve appears to be deployed slightly more aortic than the first valve, approximately 1 cell strut higher. The fourth video shows there still appears to be regurgitation with the wire in place. Per the instructions for use, valve malposition and regurgitation are known potential adverse events associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that the cause for the malposition was due to a combination of patient factors (horizontal heart) and procedural factors (fair coaxial alignment of the valve and delivery system during deployment). Other potential contributing factors include bulky calcification and fair image intensifier angle. The severe pvl was attributed to the leaflet overhang that occurred due to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the implantation of a sapien xt valve via transapical approach, the valve landed canted, resulting in severe paravalvular leak (pvl), and requiring the deployment of a second valve. The patient had a pre-op ef of 20% and intra-op ef of 15%. Initially, ta access was obtained through a left anterior mini-thoracotomy incision. Purse string sutures were placed. Bypass was initiated and a 26fr sheath was inserted. No bav was performed to avoid an additional pacing run. A 29mm sapien xt valve was prepared with +1cc (total = 31cc). Insertion of the delivery system was challenging due to the patient¿s horizontal heart, but eventually the valve was positioned 60/40 aortic/ventricular within the annulus. The valve was slowly deployed under rapid pacing, with a final position of 20/80 a:v at the ncc, and 50/50 at the lcc. Tee showed severe pvl and leaflet overhang on the ncc. Post-dilation x 1 performed under rvp with +1cc (total = 32cc) while a second delivery system/valve was prepped. Tee still showed severe pvl, as expected. A second 29mm sapien xt was inserted, positioned and deployed ~1 cell above the first valve under rvp, with a final position of 70/30 ncc, 80/20 lcc. No coronary obstruction was noted. Tee showed trace-mild pvl, no central leak and no leaflet overhang. The delivery system and sheath were removed under rvp. The patient¿s bp was labile while attempting to wean from bypass. Echo showed an improvement in the ef to approximately 25%. The apex incision was eventually stabilized and apex/mini-thoracotomy was closed using standard surgical technique. The patient left the room intubated and in fairly stable condition. Twenty four hours post-op the patient remained stable and moving all extremities, with the plan to extubated within the next 24 hours. The native aortic annular diameter was 26mm by tee and 24.7mmx30.8mm by CT, with an area of 641. The native valve/leaflet calcification was severe, the sinotubular junction (stj) measured 27.5mm. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be fair, and ventilation was not held during valve deployment. In the post procedure debrief it was understood that the patient's horizontal heart and the angle of the delivery system during valve deployment was the cause for the valve landing canted and subsequently creating severe pvl due to leaflet overhang.